Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an inaccurate high reading on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that on an unspecified date and time he obtained a 518 mg/dl on his meter and denied exhibiting any symptoms he was not tested on another device; however, claims he was treated. It is unknown what the patient was treated with . Customer care advocate (cca) had the patient verify the result in the meter memory, and the call got disconnected. Cca was unable to get in contact with the patient and was unable to further troubleshoot with the patient. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, what the patient was comparing the high readings to since the patient was not tested on another device, what kind of treatment the patient received, who provided the treatment and to run a quality control test on the test strips. Product was not replaced. Although there is no information on what kind of treatment the patient had received, the complaint is being reported since the patient alleged, due to the reported high readings he had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.